Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The caller reported a leaking cuff on the endotracheal tube. The date of the leak and patient involvement was not known. Additional information has been requested.